Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol) implantation procedure, the haptic came out straight while the device was being primed. The doctor did not like it. They tried to reload the lens in the company cartridge, but the haptic still came out straight. Additional information has been requested but is not available at the time of this report.